Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Additional physical investigation was performed on the device, confirming the alleged issue. Visual analysis concluded a leak was present at 10 cm from the proximal end. A slice/cut lengthwise was observed at the leak sight. It is likely that this catheter leak is related to the allegation of the dye not being observed coming out of the end of the catheter, as the dye was likely leaking out of the side of the catheter through the fracture point. (B)(4).

Event description:
During a surgery that was originally initiated for a pump pocket seroma, a cap study was performed that showed that no dye was coming out of the tip of the catheter. The catheter was replaced. Pump pocket seroma is being captured through MFR 3010079947-2021-00141.